Manufacturer narrative:
The ventilator was investigated on site and an air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. The reported deviation of oxygen concentration was not reproduced during test of the returned air gas module in a reference ventilator. No deviation during pre-use check and no alarms were generated during ventilation, nor any deviation during tests in the production test system for gas modules. No device logs have been received. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that there were fluctuations in o2 concentration. There was no patient involvement. (B)(4).